Manufacturer narrative:
Concomitant medical product: addr01 ipg implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with suspected seizure activity. High thresholds were also noted on the right ventricular (rv) lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient did not suffer from a seizure. No patient complications have been reported as a result of this event.